Event description:
It was reported that additional intervention was required in this event. The 95% stenosed, occluded vessel was located in the superficial femoral artery (sfa). A jetstream? Xc catheter was selected for use in an atherectomy procedure intended to treat the occluded vessel. During advancement toward the target lesion, the device was unable to progress as expected and an audible noise was noted. The device was subsequently removed from the patient. Upon removal, a pre-existing unknown-brand covered stent was noted to be attached to the device. A thrombectomy procedure was attempted to address the resulting condition, and a bypass procedure was then performed to restore blood flow. The patient was transferred to the intensive care unit (ICU) afterwards for recovery.

Manufacturer narrative:
Investigation results: inspection of the returned jetstream revealed no damage. The complaint was not confirmed as there was no damage, and the device was able to function as intended. Device analysis findings: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual and microscopic examinations revealed no damage. The device was functionally tested, and it was able to prime and then run without any issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no damage to the device. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'no problem detected'.

Event description:
It was reported that additional intervention was required in this event. The 95% stenosed, occluded vessel was located in the superficial femoral artery (sfa). A jetstream? Xc catheter was selected for use in an atherectomy procedure intended to treat the occluded vessel. During advancement toward the target lesion, the device was unable to progress as expected and an audible noise was noted. The device was subsequently removed from the patient. Upon removal, a pre-existing unknown-brand covered stent was noted to be attached to the device. A thrombectomy procedure was attempted to address the resulting condition, and a bypass procedure was then performed to restore blood flow. The patient was transferred to the intensive care unit (ICU) afterwards for recovery.